Manufacturer narrative:
Grandhi, r., kanaan, h., shah, a., harrison, g., bonfield, c., jovin, t., . . . Horowitz, m. (2013). Safety and efficacy of percutaneous femoral artery access followed by mynx closure in cerebral neurovascular procedures: a single center analysis. Journal of neurointerventional surgery, 6(6), 445-450. Doi:10.1136/neurintsurg-2013-010749. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are mynx but the catalog and lot numbers are not available. As noted in a literature publication by grandhi et al., (july 18, 2013). Safety and efficacy of percutaneous femoral artery access followed by mynx closure in cerebral neurovascular procedures: a single center analysis. J neurointervent surg 2014; 6:445¿450; report three patients developed infections. The devices were not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. However, at this time it is not possible to draw a clinical conclusion between the devices and the reported events. Patient, pharmacological, and puncture-site care factors are likely contributing factors to the infections reported. The reported complaint could not be confirmed. According to the IFU, which is not intended as a mitigation, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As noted in a literature publication by grandhi et al., (july 18, 2013). Safety and efficacy of percutaneous femoral artery access followed by mynx closure in cerebral neurovascular procedures: a single center analysis. J neurointervent surg 2014; 6:445¿450; report three patients developed infections.